Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. Following predilitation with an emerge balloon, a 3.50 x 20mm synergy ii drug-eluting stent was introduced. When the device was advanced on to the guide wire, a shaft break was noted. The procedure was completed with another 3.50 x 20mm synergy ii stent. No patient complications were reported and the patient's status was fine. 3.50 x 20mm synergy ii drug-eluting stent was selected for use to treat the lesion. However, it was noted that some part of the shaft was defective and tried to advanced into the guide, break was noted. The procedure was completed with another 3.50 x 20mm synergy ii stent. No patient complications were reported and the patient's status was fine.